Event description:
Information received indicated that the patient had additional false episodes due to under-sensing on their implantable cardiac monitor (icm). The patient is asymptomatic. No changes have been made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's implantable cardiac monitor was under-sensing ventricular events. The patient was asymptomatic. No changes were made.